Event description:
It was reported that the patient presented for a routine follow-up in clinic. Upon interrogation, the implantable cardiac monitor (icm) failed to be interrogated. Multiple interrogation attempts were performed. On the final attempt, the nurse was able to interrogate the device successfully. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been (B)(6)2022 rather than (B)(6) 2022.